Event description:
Customer called to report a clenz (cleaner) leak underneath the baths of the unicel dxh 800 coulter cellular analysis system. There was no report of any patient results being affected by this event. Customer stated that no one was affected by or exposed to the leak. The field service engineer (fse) inspected the instrument and found that the root cause of the instrument leak was that there was no vacuum to the probe of the waste collar. Therefore, when the instrument back flushed the probe, the fluid flowed into the baths. The issue was resolved once the fse rebooted the system manager. The fse also cleansed the rinse block, after which instrument performance was verified to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
(B)(4).